Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient faced high blood glucose level treated with mdi (multi daily injection) and the infusion set was inserted into body crease or area subjected to temporary positional blockage on (B)(6) 2026.